Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported that their meter was showing ¿hi¿ (greater than 500mg/dl) after testing. Customer further reported that received fast acting insulin when being rushed to the emergency. As a result, the customer experienced feeling "tired and sleepy" and additionally received unknown treatment by the non-hcp. Please note: it was not confirmed by customer how much insulin was given and/or if the insulin was given as a treatment or as usual medication. No further information was provided. There was no report of death or permanent injury associated with this event.